Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 39psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement.

Manufacturer narrative:
]During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 39psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A device history record (DHR) review showed no similar complaints reported. The failure mode is confirmed. The cause was determined to be a calibration issue. Following the recalibration the device underwent occlusion testing and successfully passed. CAPA: zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).